Manufacturer narrative:
Reliability analysis inspected 2 opened and used sensors and performed visual inspection and found 1 of 2 sensor cannula broken in half. Broken part still attached to the tubing. Unable to confirm customer received sensor in said condition due to customer returned the sensors opened and used. Unable to confirm adhesive anomaly due to sensors were returned opened and used.

Event description:
The customer reported via phone call that the sensor adhesive was not sticky. The customer reported that the issue happened with two sensors. The customer's blood glucose was 138 mg/dl at the time of incident. The sensor will be returned for analysis.